Event description:
Per the clinic, the patient reported that the processor produced pain and shocking. Reprogramming attempts were made; however, the issue could not be resolved. The device has been removed from service and has been returned to the manufacturer for analysis.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed (B)(4) 2013.